Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. There is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the light dimmed during a procedure. The endoscopic image was almost black. This malfunction occurred almost every procedure. The customer also reported that other errors occurred randomly, but did not have detailed information such as which error was displayed. The device was quite new. Reportedly, the customer was just using the device for endobronchial ultrasonography (ebus) and they had these problems from the very beginning. There was no report of patient injury associated with this event.